Event description:
It was reported that the balloon burst. The more than 70% stenosed target lesion area was locted in a mildly calcified brachial artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in an angioplasty procedure. The balloon device was advanced for dilatation. However, during the first inflation at 10 atmospheres for less than 60 seconds, the balloon ruptured. The device was removed via the introducer sheath. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that the balloon burst. The more than 70% stenosed target lesion area was located in a mildly calcified brachial artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in an angioplasty procedure. The balloon device was advanced for dilatation. However, during the first inflation at 10 atmospheres for less than 60 seconds, the balloon ruptured. The device was removed via the introducer sheath. The procedure was completed with another of the same device. No complications reported and the patient is stable.